Event description:
Additional info received from MFR on 01/30/1998: co is unable to determine that the event was attributable to the device since the device was discarded and is unable to confirm the exact series of events.